Event description:
It was painful for the pt to use the implantable neurostimulator. The pt experienced pain at the pulse generation location and occipital neuralgia. Bipolar electrode impedances involving electrodes 9, 10, and 15 were greater than 3600 ohms. The short circuit occurred between the lead and the extension. The device was explanted and not replaced. The hcp reported the pt outcome as 'no injury, recovered without sequela'.

Manufacturer narrative:
In 2008, the neurostimulation sys was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.